Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spinal procedure in (B)(6) 2019 and a barbed suture was used. During the procedure, the tab on the suture from the pack ripped and was not properly grasping tissue. Another like device was used to complete the procedure with no adverse patient consequences, no additional information was provided.

Manufacturer narrative:
(B)(4). One empty opened box and six unopened samples of product code sxpp1a404, lot pbm953 were returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no fixation feature breakage intra-op or fixation feature non-engagement in tissue intra-op was found.